Manufacturer narrative:
Correction to report event for serious injury.

Event description:
Later, a healthcare professional (hcp) noted that they were not aware that the patient had a pain pump. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: upon further review, the event meets the definition of a serious injury.

Event description:
Additional information received reported that manufacturing representatives (rep) had attempted to get a hold of the patient to see if she wanted reprogramming or any troubleshooting, but they had been unsuccessful. It was noted that the patient also had the reps' contact information.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#(B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the patient had the stimulation on, she had trouble urinating, and so they had her turn it off about a month and a half ago. However, the patient had ¿awful¿ muscle spasms, and so she tried to turn it on the night prior to report, but it would not do anything. There was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The patient tried to recharge the ins, but observed the reposition antenna screen. The patient stated, ¿having this thing implanted was one of the worst mistakes of my life. When I need it, it does not work. When it was on, I can¿t go to the bathroom.¿ the patient had x-rays taken to see if the leads had moved, but she had not heard back yet. The patient could not get into the healthcare professional (hcp) for another month. The patient was redirected to the hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the healthcare professional (hcp) would follow-up with the patient to make sure that everything is good with her, and let the manufacturer's representative know. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.